Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-2 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remain unknown.

Event description:
Related manufacturing ref: 3008452825-2021-00513. During a premature ventricular contraction (pvc) procedure, the distal electrode of the ablation catheter didn't sense signals and wasn't visible on the recording. The catheter was exchanged, and the same issue occurred. The catheter was then exchanged for a flexibility catheter to complete the procedure with no consequences to the patient.